Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 2 events were reported for this quarter. Product return status - 2 devices were received for evaluation. Evaluation status - 2 device evaluations are in progress. Additional information - 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was bent and had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 devices were received.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be bent and missing paint chips.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was bent and had paint chips missing. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale. 2 events were previously reported during the reporting quarter; however: 1 previously reported event was included under MFR report # 0001811755-2018-02265 but should be included under this report. 3 total events were reported for this catalog number/device code combination for the reporting quarter. 3 previously reported events are included in this follow-up record. Product return status: 3 devices were received.   Event confirmation status: 3 reported events were confirmed; the cause traced to component failure. Evaluation results: 3 devices were found to be affected by a bent foot and missing paint chips. 3 devices were labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device was bent and had paint chips missing. 3 events had no patient involvement; no patient impact.